Event description:
It was reported that customer received an unexpected restart alarm. Customer also received a no delivery alarm which was resolved with an infusion set change as cannula was bent. Customer's blood glucose was 200 mg/dl. Customer was assisted in clearing alarms and was advised to monitor insulin pump. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.